Manufacturer narrative:
Concomitant medical products: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2008. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4) ubd: 12-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 5mg/ml at 7mg/day and dilaudid 10mg/ml at 12.5mg/day via an implantable pump. The healthcare provider reported that he was seeing a patient that came from a different practice and was on a very high dose of medication. The healthcare provider has been weaning the patient and hope to extend the refill interval with the new solution. The healthcare provider stated the patient has a retrograde catheter entered at l3/4 and now was sitting at l5, s1. The patient has also been having a discrepancy in volume. They expected 3ml and got back 6ml. The healthcare provider wanted to do a side port test today and change the concentration. Additional information received later the same day reported the healthcare provider refilled the pump with the new concentration and initiated a dye study but the procedure was aborted since the healthcare provider was unable to aspirate the cap (catheter access port). A bridge bolus was performed and the healthcare provider stated that the patient used to have clonidine in the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated they received the letter from mdt. They confirmed that the cause of the inability to aspirate was not determined. No actions/interventions were taken, once they could not aspirate they changed concentrations and did a bridge bolus for the new medication instead. There will be a decision on whether or not to revise the catheter but that plan is not finalized yet.